Event description:
It was reported, lag screw driver end was stripped, compression wheel did not turn.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.